Manufacturer narrative:
Investigation conclusion. Investigation pending.

Manufacturer narrative:
Investigation conclusion: the customer reported discrepant low inratio inr results during testing. Product support did not perform data analysis for accuracy because a discrete inratio inr and reference value were not provided. Product support was unable to determine the accuracy without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. Per patient self tester the inratio results were in the 2s; lab in the 4s and 5s. Time between tests unknown. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.